Event description:
In 2008, boston scientific corporation was informed that during a procedure, the resolution clip device clip would not come out of the sheath. Another of the same device was used to complete the procedure without any patient complications. Patient is "fine".

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.